Event description:
Consumer called to report adjusting their pt insulin therapy on the readings from the meter. Took them to the hosp for a checkup; was concerned about the readings and their reactions.